Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires and the front te was pulled off of the cable. The cause of the inability to complete testing is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt indicating that it could not complete testing.